Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01960-00.

Event description:
A patient reported that they received coolsculpting treatment to the lower abdomen and flanks on (B)(6) 2021 and presented with pah.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the right lower abdomen and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: b5, d1, d4.

Event description:
Upon further review of the reported event, this report¿has been identified as a duplicate report.